Event description:
It was reported that during a procedure believed to be a laparoscopic cholecystectomy the white tissue pad fell off of the device. The pad was retrieved with no issue. Another harmonic scalpel was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned with the teflon pad missing from the tip. The device was functionally tested and passed all functional testing. One cause for this type of damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. The instructions for use state to keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad not in accordance with the IFU can also result in removal of the pad during use. As the tissue pad was not returned with the device, it could not be determined what caused the pad to fall off.